Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add'l info becomes available, it will be submitted in a supplemental report. Revision for a loose cup referenced in the event description was reported under #9616680-2011-00048 on (B)(6) 2011.

Event description:
Upon undergoing left total hip arthroplasty revision for a loose cup, surgeon noticed that the dall-miles cable that was around the greater trochanter, the most proximal cable was loose, so after using the black max around the area, he cut the cable out.